Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead had suffered a fall not related to the device. The lead had displayed out of range pacing impedances that triggered the lead safety switch (lss) to be activated. It was found that the lead was fractured during the fall. The device was programmed to vvi and the lead has been removed from service, but remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.